Event description:
It was reported that during use of the bd connecta¿ stopcock there was leakage observed at the injection site of the extension set. Difficulty of manipulations for nurses, increased risk of infection. On the 7 cm version, hcws connect ls bd syringes (img-0094) at the site. Following the increase of leakage at the site after disconnection of the syringe, hcws position a stopper which stops leakage (img-0095).

Manufacturer narrative:
H.6. Investigation: device history review was conducted for lot number 8254691. Our records show a trend for leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Injection valve leakage bd was able to confirm the customer¿s indicated failure mode because the samples received shown leakage, this failure mode was detected in others customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Leakage (cracked housing) bd was able to confirm the failure mode, based on sample evaluation, we found a crack on housing component; however, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59, however, nogales site opened CAPA#629955 to perform an investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock there was leakage observed at the injection site of the extension set. Difficulty of manipulations for nurses, increased risk of infection. On the 7 cm version, hcws connect ls bd syringes (img-0094) at the site. Following the increase of leakage at the site after disconnection of the syringe, hcws position a stopper which stops leakage (img-0095).